Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab noted that there was a cut in the pebax. Initially, it was reported that about 30 minutes from the start of ablation, there was no error and the display of the contact force was high and did not change during ablation. The cable was changed but the issue continued. The device was inspected and the pebax was found cut with reddish brown material inside. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. After that, the force feature was tested, and high force values were observed. Due to this failure, an accuracy test was performed, and the catheter failed. A failure analysis was performed, the catheter was dissected, and the sensor values were found within specifications. With this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the pc board failure and the cut on the pebax cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the interaction of the device with other equipment during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab noted that there was a cut in the pebax. Initially, it was reported that about 30 minutes from the start of ablation, there was no error and the display of the contact force was high and did not change during ablation. The cable was changed but the issue continued. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another catheter. The procedure was completed without patient's consequence. The issue of high force was assessed as a not reportable issue. (The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation on june 11, 2019 and it was noted that there was a cut in the pebax with reddish-brown material inside it. The issue of foreign material inside the pebax with ¿ external damage was assessed as a reportable issue.